Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 354 mg/dl, 138 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.